Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and a product complaint, concerns a female patient, of unknown age and origin. The medical history was not provided. Concomitant medications included human insulin (rdna origin) nph from another manufacturer, for unknown indication, delivered via device of another manufacturer. The patient received insulin lispro (humalog) unknown dose, frequency, subcutaneously, for the treatment of type 1 diabetes mellitus, beginning around (B)(6) 2017. On an unspecified date, unknown time after beginning the treatment with insulin lispro via humapen savvio red 3 ml (lot number 1403v04), it was reported that the patient noticed her device was not delivering insulin, because her glycaemia remained high. On an unspecified date, the patient had a vomiting crisis and then, she measured her glycemia, which was at 400 (units and normal ranges not provided) the event of high glycemia was considered as serious due to medically significant reasons by the company. On an unspecified date, the patient tested the device to see if it was delivering insulin, but it was not. In (B)(6) 2018, the patient experienced a diabetic acidosis, which caused her hospitalization for this entire month. It was also reported that patient experienced an edema in her hands and feet. More information about the hospitalization was not provided. According to reporter, her case was investigated and she was told she had a compensation of insulin therapy. The outcome of the events, corrective medications and further information regarding other laboratorial exams results were not provided. It was reported that the patient did not prime the device before use. The patient continued to use the insulin lispro via vial and syringe due to device problem. The patient operated the device and it was unknown if she was trained. This device model and the reported device have been used for unknown period of time. The return of the reported device was unknown. The patient discontinued the use of the reported device. The reporter stated that the events diabetic acidosis, glycaemia remained high and not receiving the medication were related to the device. No other assessment of relatedness was provided. Update 08mar2018: additional information received on 08mar2018 from call center was processed within the initial report. Edit09mar2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and a product complaint, concerns a female patient, of unknown age and origin. The medical history was not provided. Concomitant medications included human insulin (rdna origin) nph from another manufacturer, for unknown indication, delivered via device of another manufacturer. The patient received insulin lispro (humalog) unknown dose, frequency, subcutaneously, for the treatment of type 1 diabetes mellitus, beginning around (B)(6) 2017. On an unspecified date, unknown time after beginning the treatment with insulin lispro via humapen savvio red 3ml (lot number 1403v04), it was reported that the patient noticed her device was not delivering insulin, because her glycaemia remained high. The humapen savvio red (lot number 1403v04) was associated to (B)(4). On an unspecified date, the patient had a vomiting crisis and then, she measured her glycemia, which was at 400 (units and normal ranges not provided) the event of high glycemia was considered as serious due to medically significant reasons by the company. On an unspecified date, the patient tested the device to see if it was delivering insulin, but it was not. In (B)(6) 2018, the patient experienced a diabetic acidosis, which caused her hospitalization for this entire month. It was also reported that patient experienced an edema in her hands and feet. More information about the hospitalization was not provided. According to reporter, her case was investigated and she was told she had a compensation of insulin therapy. The outcome of the events, corrective medications and further information regarding other laboratorial exams results were not provided. It was reported that the patient did not prime the device before use. The patient continued to use the insulin lispro via vial and syringe due to device problem. The patient operated the device and it was unknown if she was trained. This device model and the reported device have been used for unknown period of time. The suspect device was not returned to the manufacturer. The reporter stated that the events diabetic acidosis, glycaemia remained high and not receiving the medication were related to the device. No other assessment of relatedness was provided. Update 08mar2018: additional information received on 08mar2018 from call center was processed within the initial report. Edit09mar2018: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added. Edit 16mar2018: this case was unlocked in order to add product complaint number in narrative. Update 28mar2018: additional information received on 27mar2018 from the global product complaint database. Entered device specific safety summary (dsss); updated the medwatch and european and (B)(6) (EU/(B)(6)) device fields; added the date of manufacturer for the suspect device associated with (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements in describe event or problem. Please refer to statement dated (B)(6) 2018 in the describe event or problem field. No further follow up is planned. Evaluation summary: a female patient that her humapen savvio device was not delivering insulin. The patient experienced diabetic ketoacidosis and increased blood glucose. The device was not returned to the manufacturer for investigation (batch 1403v04, manufactured march 2014). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with respect to device not working issues. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The patient stated she was not aware that priming was necessary. The core user manual instructs the patient to prime the device before every injection. There is evidence of improper use. The patient did not prime the device before use. This may be relevant to the events of diabetic ketoacidosis and increased blood glucose.